Event description:
Caller states the patient tested 4.0 inr, 3.1 inr, 2.8 inr and 2.9 inr on the coaguchek xs system. Reporter stated that the result of 4.0 inr was using a drop of venous blood from when they started the patient's IV. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.